Event description:
It was reported that the device displayed a message which prompted the user to upgrade the device firmware. A software upgrade was performed and the device was implanted on (B)(6) 2015.

Manufacturer narrative:
UDI (di): (B)(4). Initial reporter: company representative.